Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updated fields: d2, d3, g1, and g4.

Manufacturer narrative:
Investigation summary: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported an unconfirmed false positive result with the binaxnow covid-19 self test. Repeat testing was performed and generated positive results. Confirmation testing was performed using mouth splash testing and generated negative results. No additional information, including patient treatment and outcome was provided.